Event description:
Complainant claims that the post of the trial head broke off in the humeral head component after the it was already cemented. The implant was removed necessitating a delay in surgery.